Manufacturer narrative:
The syncardia 70cc temporary total artificial heart (tah-t) is an implantable pulsatile biventricular replacement device that replaces a patient's native ventricles and valves and pumps blood to both the pulmonary and systemic circulation systems. The syncardia 70cc tah-t is indicated for use as a bridge to transplantation in cardiac transplant-eligible candidates at risk of imminent death from biventricular failure. The syncardia tah-t system is intended for use inside and outside the hospital. The tah-t remains implanted. Based on the provided information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that a head CT was completed on (B)(6) 2020 after observing left sided weakness upon weaning the post-operative sedation. A CT scan was performed and demonstrated a large infarction in the right cerebral hemisphere, mostly in the middle cerebral artery (mca) territory including the frontal lobe, parietal lobe, basal ganglia, and a small portion of the temporal lobe. Mild compression of the right frontal horn was observed. No gross intracranial hemorrhage, mass effect midline shift or herniation were noted. A neurology consult was obtained. The national institute of health stroke scale (nihss) was performed which revealed a score of 28. The neurologist concluded that the stroke was likely embolic in nature from impella manipulation. The subject remains at high risk of hemorrhagic transformation of the stroke. Holding administration of anticoagulation to reduce the risk is not possible because of the presence of the tah. At the time of the neurological assessment, the subject was hemodynamically stable, intubated and sedated. The customer also reported that at the one-week assessment, conducted on (B)(6) 2020, the patient's mrs score was 5 and the nihss score was 23. The customer also reported that at the one-month assessment, conducted on (B)(6) 2020, the patient's mrs and nihss scores remained the same at 5 and 23, respectively.